Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instruments show no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. Two wands were returned. Both wands have heavily worn tips from use. Both have most of their electrodes missing large portions of their bodies or have become very thin from use. A functional evaluation revealed the controller registered settings (7,3). The wands produced plasma with its remaining electrode and had no issues activating coag. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the electrode of two (2) evac 70 wands were broken. It is unknown whether the event occurred during surgery, if there was patient involvement, if a back-up device was available, or if there was a surgical delay. No further complications were reported.